Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported occlusion alarms occurred. Reportedly, cartridge was in use for more than 72 hours. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on cartridge usage and changed pump supplies to address the issue.